Event description:
Contact reported that upon placing a screw into an cervical plate the bushing got caught on the screw in a manner in which it could not be advanced or removed. Surgeon removed the plate and as this was the only 17mm plate in the set he complete the case using a 19mm plate. Rep confirmed that the issue caused an extension of surgery beyond 30-min. And as a result an MDR is filed to document this event. Device 2. See also 1526439-2011-00152.

Manufacturer narrative:
Plate was returned with one bushing free and included. There is a screw within the plate locked in the bushing. Based on the description of the event and the condition of the device it appears that the screw locked within the bushing as it is intended to do. There is noted damage on the thread of the screw and on the bottom of the bushings. This indicates that the screws were brought into contact with the rim of the bushing in an aggressive manner when advancing the screws. Visual examination indicates that the problem experienced were likely surgeon technique related.